Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device would not re-open while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.